Event description:
It was reported during a multiple stent placement procedure, placement of this stent in the left external iliac artery via a right femoral contralateral approach was successful and uneventful. Following placement of this stent, another stent was placed in the right common iliac artery (please reference 6000116-2001-00005 for the second stent), and it was determined placement of the second stent was too high. Another stent was then placed in the left common iliac artery in a kissing balloon technique, and a fourth stent was placed in the right common iliac artery. Both of these stents were placed successfully and in good position. A post angiogram revealed the second stent placed (6000116-2001-00005) had migrated into the aorta. A snare was placed through this stent to grasp the migrated stent and pull it into the right common iliac artery, which resulted in the two stents becoming tangled and folded upon each other. The two stents were then pulled down into the external iliac artery and a graft was placed above, through, and below the two stents (please reference 6000116-2001-00010 for the graft referenced in this procedure). Following placement of the graft, a slow bleed into the retroperitoneum resulted in the pt becoming hypotensive, coding and subsequently expiring that evening. The device is not available for eval. Therefore, no failure analysis will be available. A lot search on this device indicated no other complaints to date. No malfunction of this device was reported; placement of this stent was successful and uneventful. Difficulties were encountered retrieving another stent through this stent. User technique and/or pt anatomy may have contributed to the difficulties encountered in this procedure. However, the co is unable to determine the exact cause for this event. The co's directions for use state: "the wallstent iliac endoprosthesis is indicated for use following suboptimal percutaneous transluminal angioplasty (pta) of common and/or external iliac artery stenotic lesions which are (less than or equal to) 10cm in length... If necessary, balloon dilatation may be performed after stent implantation in order to obtain the maximum lumen diameter for the stent. The balloon catheter should be correctly sized to match the diameter of an adjacent normal segment of undiseased artery. To minimize the possibility of stent dislodgement, the use of a new balloon catheter is recommended."